Event description:
Boston scientific received info that this right atrial lead displayed pacing impedances of greater than 2000 ohms and loss of capture. The lead also displayed some noise. It was thought that the lead had dislodged as the lead was oversensing ventricular activity. The local field rep reported programming the atrial channel to it maximum output. After this was done, the electrogram did not display any noise and thresholds and pace impedance measurements returned to normal. Technical services discussed that the clinical observations seen could be due to an incomplete or in-progress lead fracture. The lead will be closely monitored. There were no adverse pt effects. The lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.